Manufacturer narrative:
The stent was not folded once it is outside of the application system. The polyflex stent has a flexible, braided structure, which is self-expanding. Folding or crimping during the application does not influence the self expanding function. Stent tends to fold sometimes during application. This is in accordance with its normal function. The cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2005, that a polyflex esophageal stent was used during a polyflex removal stent procedure (patient gender, age and weight are unknown). According to the complainant, "stent folded over and kinked in the delivery system". The procedure was completed with another polyflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".